Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat abdominal pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the intercostal nerve. In (B)(6) 2024 it was determined that one of the implanted leads had fractured and required replacement. A surgical procedure was performed on (B)(6) 2024 to replace the fractured lead. During the procedure the ipg was damaged and the physician elected to replace the entire system (ipg and both leads).

Manufacturer narrative:
There is no report of any trauma or other external even that may have contributed to the lead fracture. Cause of the fracture is unknown and the explanted components were not released by the medical facility, thus making further investigation not feasible.